Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue of the inop conditions. When customer's ac adapter is connected to a good known ltv ventilator, the inop led is lit and alarms. The ventilator does not power on. The ac adapter failed the functional test. The service technician was unable to duplicate the second reported issue of the ac adapter causing the sprint pack to overheated. During bench testing the service technician plugged in customers ac adapter to a good known sprint pack and the sprint pack did not recognize the external power. Supplier failure analysis: the unit was severely worned-out and was missing all 4 bump-ons. The op cord strain relief was torn. When opened, the input ground torroid was broke and free from the adhesive indicating great shock to the unit. The input filter was also lifted and the pins torn out of the plastic body. The strap holding the op ferrite was also torn at the main transformer. The unit is un-repairable and was scrapped.

Event description:
It was reported by the customer that when the ac adapter is hooked up to ventilator, it goes into an inop state and while it was hooked up to a sprint pack, it overheated it. It is unknown whether there was any patient involvement associated with this complaint.